Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that after a post-generator box change procedure, this left ventricular (lv) lead exhibited undersensing. The connection was checked, and data was provided to boston scientific technical services for review. Technical services provided troubleshooting options to try. No adverse patient effects were reported. This lv lead remains in-service.

Event description:
It was reported that after a post-generator box change procedure, this left ventricular (lv) lead exhibited undersensing. The connection was checked, and data was provided to boston scientific technical services for review. Technical services provided troubleshooting options to try. No adverse patient effects were reported. This lv lead remains in-service.